Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the manufacturer¿s service technician observed an error related to the battery not charging in the device's event log. The technician replaced the device's battery and system board to address the issue.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the manufacturer¿s service technician observed an error related to the battery not charging in the device's event log. The technician replaced the device's battery and system board to address the issue. The replaced system board was received by the philips product investigation lab (pil) for further evaluation/investigation, the replaced battery was not documented as being received. Pil reviewed the event log from service and noted e:0059 evt_battery_not_charging_fault in the log. Pil visually inspected the trilogy evo system board for defects and found none. Pil installed the system board on the pil trilogy evo test unit. The test unit's detachable battery was at approximately 66% capacity prior to installing the system board. The detachable battery was charged to 100% capacity without issue. The error code related to the battery not charging, that was found in the device's event log did not occur. Pil concluded that the system board operated as designed.